Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
It was reported the needle deployed late; indicating a needle mechanism failure. The pod was worn for between 1 and 4 hours. No adverse patient impact was reported.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 using the pod 3/ page 32-33 check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44894. Expiration date changed from unavailable to 12/10/2020. Model no changed from 14810 to 19191. Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Unique identifier (UDI) # changed from unavailable to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/10/2019.